Event description:
It was reported that a flogard infusion pump alarmed f-38. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. During review of the alarm log, f-38 was identified. This failure identifies that there is a faulty force sensing resistor (fsr). The fsr was replaced to fix the reported condition. The pump was visually inspected and passed all tests and released to the customer in working order.